Event description:
The customer reported to olympus, that the evis lucera ultrasound gastrovideoscope had poor air/water flow issues from the air/water flow system. The issue was found during inspection for use for a therapeutic procedure. The procedure was completed the next day using a similar device. Inspection and testing of the returned device found foreign matter clogging the nozzle related to the customer's allegation as well as damage to the acoustic lens. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found foreign matter clogging the nozzle attributed to insufficient cleaning as well as damage to the acoustic lens/probe. Additional evaluation findings were as follows: due to clogging of nozzle, the air supply volume and the water supply volume as well as the water removal ability and the amount of water contact did not meet the standard value, due to wear of the angle wire, the play of up/down knob and the bending angle in up direction was out of the standard value, the bending section cover adhesive had a crack and was detached, and the connecting tube and the image guide protector both had scratches. Additional information obtained identifies the product was cleaned, disinfected, and sterilized before it was sent to olympus. The customer did not know about the foreign material or what it was. There was no delay/time lag between the end of clinical use and the start of pre-cleaning. There were no abnormalities in the accessories used for reprocessing. The customer wiped/brushed the air/water nozzle with clean lint-free cloths, brushes, or sponges. The customer flushed the air/water nozzle/channel with detergent solution. A review of the device history record found no deviations that could have caused or contributed to the reported/found issue(s). The device met all specifications at the time of shipment. It has been over 1 year since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a conclusive root cause of the event "probe detachment"/damage could not be determined. The following information is stated in the instruction manual which may help to prevent the issue: regarding damage, checked the contents of the instruction manual (version 18), following contents are included. It is determined that indicated phenomenon can be prevented. Warning do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Although the defects found during evaluation were confirmed, the foreign material in the nozzle could not be specified, there was no physical damage where the foreign material was found, and there were no reported reprocessing deviations from the IFU. A definitive root cause of the foreign material in the nozzle could not be identified. Olympus will continue to monitor field performance for this device.